Event description:
Review of the programming history revealed that a programming anomaly occurred on (B)(4) 2008 as a result of a faulted system diagnostic test, and a final interrogation was not performed on this date. Upon initial interrogation on (B)(6) 2008, settings were at faulted settings.

Manufacturer narrative:
Analysis of programming history.